Event description:
I used super poligrip from approx 1959 to present. While I was using super poligrip, I began experiencing tingling and burning in my legs. In (B)(6) of 2009, I was diagnosed with neuropathy. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: pea-size amount, frequency: two times per day, route: oral. Diagnosis or reason for use: dentures - top plate. Event abated after use: no.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd873901 with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a nurse from the USA regarding a (B)(6) female homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient was diagnosed and hospitalized for peritonitis. The cause of the peritonitis was unknown. In (B)(6) 2010, a peritoneal effluent culture was performed which revealed klebsiella pneumonia. It was unreported whether treatment was provided. It was unreported if pd therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. The nurse stated the peritonitis with culture positive for klebsiella pneumonia was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested.